Event description:
Event reported as a rupture of the port, clarified as a leak.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Performance tests indicate no leakage at the access port tubing. The lab was unable to duplicate or confirm the reported event. There is no other information available at this time from the surgeon to determine the cause of the alleged event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."